Manufacturer narrative:
The event of "sinus infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the serious, non-device-related event of "sinus infection" and the non-serious, non-device-related event of "headache" after a patient was injected in the cheeks with 1 syringe of juvéderm volite¿ xc. Treatment was required, noted as "keflex." Event noted as "recovered/resolved."